Event description:
Pain of left knee (arthralgia). Swelling of left knee (joint swelling). Case description: spontaneous report was rec'd on (B)(6) 2013 from a physician regarding a pt (demographics not provided), initials unk, with gonarthrosis. The pt's medical history was not provided. On an unspecified date, the pt initiated treatment with synvisc (hylan g-f 20) injection at a dose of 02 ml (frequency and route of administration not provided) into an unspecified location. The lot number of synvisc was not provided. On an unspecified date, the pt developed swelling of both knees. The outcome for the event was not provided. The action taken with synvisc treatment was not provided. Concomitant medications were not provided. The intensity for the event was not provided. The reporting physician did not provide the relationships between synvisc and the event. Follow up info was rec'd on (B)(6) 2013 from the physician regarding pt demographics and event details which upgraded the case to serious. The pt was identified as an (B)(6) female, initials (B)(6). On (B)(6) 2013, the pt experienced pain of left knee which was assessed as serious by the reporting physician. On (B)(6) 2013, the pt developed swelling of left knee (previously reported as swelling of both knees) which was assessed as serious by the physician. On unspecified dates in 2013, the pt recovered from the events of swelling of left knee and pain of left knee. The intensity for the event of pain of left knee was not provided. The reporting physician assessed the relationship between synvisc and both the events as definite.

Manufacturer narrative:
Follow up info was rec'd on (B)(4) 2013 in the form of qa (quality assurance) investigation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specifications result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicate trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship of the synvisc is not affected by this report.